Event description:
It was reported that during an unspecified surgical procedure, it was observed that the air/reamer motor device had an unspecified malfunction. It was reported that there was a delay of less than thirty minutes to the surgical procedure. The amount of delay was not specified. It was reported that the surgery was completed by hand ream; it was not specified if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.